Event description:
Procedure type: varicocelectomy. According to the reporter: both devices jammed and no clips were applied. The device jammed on the pt's tissue and was removed by a section of tissue, operating room time was not extended longer than 30 minutes, no add'l blood loss or tissue damage, nothing fell into the pt's cavity, and the vessel was not severed. There was no ill-effect to pt and another device was used to complete the case. Pt status is fine. Add'l info has been requested.

Manufacturer narrative:
(B) (4). (B) (4).